Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) device appeared flatline on the programmer including when zoomed in. It was speculated that the device did not have proper telemetry. The icm remains in use. No patient complications have been reported as a result of this event.